Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 14 atms on the first inflation. The lesion being treated was located in the very tortuous, calcified and 99% stenotic mid left anterior descending artery (lad). The procedure was successfully completed with a different balloon. Pt status is listed as "good".

Manufacturer narrative:
Device eval: prod analysis verified the difficulty as stated in the complaint. The balloon catheter with the balloon in a deflated state was rec'd and a longitudinal balloon tear was observed. The catheter exhibited a longitudinal balloon tear located 1.2 centermeters proximally from the distal tip 8 millimeters long distally. Microscopic examination of the area surrounding the longitudinal tear did not reveal any irregularities in the balloon material, which would have contributed to the formation of the tear. No issues were noted with the balloon material and with the or markers that could have contributed to the leak. The exact cause of the tear could not be determined. The inner shaft also exhibited a kink located approximally 9 millimeters proximally from the distal tip. Microscopic examination of the area surrounding the shaft kink did not reveal any inherent material deficiencies that would have contributed to the formation of the kink. The exact cause of the shaft kink could not be determined. There are a number of factors that may influence a complaint of this nature, there included the stenosis and calcification levels, the levels of tortuosity of the vessel or if the lesion was pre-dilated. The mfg records for batch 9237962 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs.